Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient .

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the wire disconnecting was that the second one was placed in the same place as the first, which gave it room to move. It had moved and broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported she could not feel stimulation. The patient noted when they used the patient programmer it was not connecting. The patient went to the healthcare professional (hcp) on (B)(6). It was noted the hcp did not have a clinician programmer. The patient noted they were going back to the hcp on (B)(6). The patient used the patient programmer, at first the screen was blank and nothing was coming up on the screen. The patient then stood up to get new batteries and the screen came on. The patient programmer showed ¿interstin icon¿ on the screen, then ¿sync now¿ screen. It was noted when the patient tried to sync it went back to the same screen. The patient reported they stopped feeling stimulation around (B)(6). The patient noted the patient programmer was going between interstim icon and sync now screens since around (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor. Additional information from the patient reported the wire was disconnected again. The patient stated they were going to have an operation to remove and replace it on (B)(6) 2017. The patient stated the replacement patient programmer resolved the lack of communication and screen issues and then it stopped all together. The patient stated that the lack of stimulation and no communication had not yet been resolved and they had an operation to resolve it on (B)(6) 2017. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2017 it was determined that interrogation of the ins found that all impedances were > 4000. It was also reported that the patient was counseled on revision of interstim with combined stage 1 and 2.